Manufacturer narrative:
The device was received for evaluation. The customer stated that they were using power settings of 15 or 20. The device was tested on these setting and functioned as intended. The generator was turned up to 40w and the reported arcing that the customer reported could not duplicated. A true root cause cannot be accurately determined with the information provided, most likely the burn occurred due to user error as the forceps were functioning as intended. There has been a total of (B)(4) instruments sold with no additional complaint recorded for this issue. This is an isolated event. Based on the above information, this can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or the need for corrective actions, a follow up report will be submitted.

Event description:
During a left sublingual gland excision and transoral excision of submental mass, the surgeon was cauterizing a vessel underneath the patient's tongue. The forceps arced and burnt the patient's lip. There was a delay in the procedure to tend to the burn, but there was no additional patient injury.